Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was not working properly. They reported that "almost weekly" they get an error message telling them to connect to their monitor. The ipg remains in use. No patient complications have been reported as a result of this event.